Manufacturer narrative:
Investigation included technical support review and user interview. Investigation of this case revealed normal device behavior during early algorithm adaptation with no malfunction identified. It was concluded that the event was consistent with hypoglycemia of unclear cause during initial use, without evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the patient received an urgent low-soon notification while using the ilet and measured a blood glucose of 73 mg/dl shortly after initiation of therapy; the agent explained that early use can include transient lows as the algorithm adapts and advised standard hypoglycemia treatment. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting with reinforcement of hypoglycemia treatment actions.